Event description:
According to the reporter: occurred during a laparoscopic gastric bypass procedure. The needle kept falling out of the suturing device. In order to resolve the issue and complete the case, a new unit was opened. There was no patient harm. The patient outcome is alive, no injury.